Event description:
During follow up on (B)(6) 2013, the device was found in stand-by mode (previous follow up on (B)(6) 2013). The re-initialisation was performed normally. The patient underwent radiotherapy, but dates are unknown.

Manufacturer narrative:
(B)(4).

Event description:
During follow up on (B)(6) 2013, the device was found in stand-by mode (previous follow up on (B)(6) 2013). The re-initialisation was performed normally. The patient underwent radiotherapy, but dates are unknown.

Event description:
During follow up on (B)(6) 2013, the device was found in stand-by mode (previous follow up on (B)(6) 2013). The re-initialisation was performed normally. The patient underwent radiotherapy, but dates are unknown.